Event description:
It was reported that this patient experienced syncope. Upon review of presenting electrogram (egm) of this implantable cardioverter defibrillator (ICD) by technical services (ts), it was found that there was under-sensing of the right atrial (ra) lead signal that resulted in pacing inhibition. Ts recommended reprogramming as well as evaluation of ra lead. The ra lead was a non-boston scientific product. Adjustments were made to sensitivity and pacing and sensing function. No additional adverse patient effects were reported. Currently, this ICD remains in service.